Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "leakage of the oxygenator at the gas outlet. The leaks occurred after the start of cardiopulmonary circulation when blood placed in the circuit what caused that the blood started to drip at the gas outlet. The product was exchanged. The treatment was delayed due to this incident. No patient consequences were reported." (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The oxygenator was cleaned and a tightness test was performed, hereby a leakage at the gas outlet was confirmed. The oxygenator was sawed off. A heavy pur delamination was detected on side 4 and 2, on both sides 8 complete mats were affected. Thus the reported failure leakage at gas outlet could be confirmed. A sap trend search was performed for p/n 70102.7818 failure code 0101 leakage gas outlet; (B)(4) similar complaints were found. Approx (B)(4) of them were determined as to be not within the (B)(4) production range, this means they were produced with new fibers according to their lot #'s. Due to this information no new systemic issue could be determined at this time. The (B)(4) was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of the similar complaint shows for the first time the same malfunction as known out of (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures. In case an accumulation occurs, mcp will decide about additional investigation steps may be necessary.

Event description:
(B)(4).